Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 1/27/2018. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4)

Manufacturer narrative:
It was reported that a (B)(6) male patient underwent an ablation procedure for atrial fibrillation/atrioventricular nodal reentrant tachycardia/possible anteroseptal pathway with a thermocool smarttouch bidirectional sf catheter and suffered an atrioventricular (av) heart block requiring surgical intervention (pacemaker). The returned device was visually inspected detail and it was found in normal conditions. Then, per the event reported, the catheter was tested for electrical performance, temperature response and generator test and it was found within specifications. A deflection test was performed and the catheter passed. The catheter was evaluated for eeprom, and the functionality of the sensors of the catheter were tested on the carto 3 system. The catheter was recognized by the carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The force features were evaluated and passed. Finally, an irrigation test was performed and the catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The customer complaint cannot be confirmed. (B)(4).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an ablation procedure for atrial fibrillation/atrioventricular nodal reentrant tachycardia/possible anteroseptal pathway with a thermocool smarttouch bidirectional sf catheter and suffered a atrioventricular (av) heart block requiring surgical intervention (pacemaker). While ablating around the slow pathway for atrioventricular nodal reentrant tachycardia (avnrt), the patient went into complete heart block. Ablation was stopped. Patient went into a slow, junctional escape rhythm. Normal av node function did not resume spontaneously. Permanent pacemaker was implanted after 20 minutes of procedure and the patient¿s rhythm recovered. Patient was reported to be in stable condition. Patient required extended hospitalization as a result of the adverse event for pacemaker management. Physician¿s opinion regarding the cause of the adverse event is that the av node was damaged during slow pathway modification. Physician noted that there were no catheter malfunctions. Ablation was performed at 25 watts for approximately 20 seconds at a location 17 mm away from the av node, below the slow pathway. Slow pathway was successfully modified.